Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the edwards lifesciences instructions for use (IFU) manual, the edwards sapien xt transcatheter heart valve (thv) systems are indicated for use in pediatric and adult patients with a dysfunctional, non-compliant right ventricular outflow tract (rvot) conduit with a clinical indication for intervention and: pulmonary regurgitation = moderate and/or mean rvot gradient = 35 mmhg. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Per the edwards lifesciences instructions for use (IFU) manual, the edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a native or surgical bioprosthetic aortic or mitral valve and native pulmonic valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). In this case, the sapien xt valve was reported to be stenosed post implant, the exact date of implant was not provided. Although the exact cause of the valve stenosis cannot be confirmed, patient factors and co-morbidities may have contributed to the valve stenosis. A sapien 3 valve was successfully implanted in the failing sapien xt valve. The patient is in stable condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during an off-label, transvenous pulmonary valve in valve procedure, a 26 mm sapien 3 valve was successfully implanted an existing 26 mm sapien xt valve (off label procedure). The valve in valve procedure was performed due to stenosis of the sapien xt valve. The sapien xt valve was deployed in a facility outside of the united states. The date of the sapien xt valve implant was not provided. No further information was provided.

Manufacturer narrative:
Reference CAPA-20-00141.